Event description:
It was reported that during a breast biopsy procedure, the probe would not cut properly therefore, no samples were taken. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 05/11/2009. Info anticipated, but unavailable at this time.